Event description:
It was reported that during brain procedure, the tip of the matrix drill bit stop broke off. The surgeon was unable to retrieve the fragment and it remains in the patient. It is unknown whether a revision surgery has been scheduled to retrieve the fragment. It is unknown if there was a surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional product codes: erl, hbe. Device is an instrument and is not implanted / explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.